Event description:
Information received indicates the pump was leaking at the bolus button. Serial number and lot number are unavailable.

Manufacturer narrative:
Upon receipt of the device, (B)(4) will conduct a failure investigation and submit a follow report with results. Customer says pump will be returned, but has not been received to date.